Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The sample initially resulted as 126 ng/l. The doctor requested a repeat of the sample. The sample was repeated, resulting as 8650 ng/l. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 30565200, with an expiration date of 31-jul-2019. The field service engineer ran performance testing on the analyzer. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. No issues were seen upon review of the alarm trace. A general instrument or reagent problem could not be identified. The investigation was unable to find a definitive root cause.